Event description:
Additional information from the consumer reported that the battery was moved from her hip to her waist line and was shocking her. Stimulation was at 2.3v. The device was used for both bowel and bladder control and despite the reported issues, she still had effective therapy. The implantable neurostimulator (ins) was placed too low. The revision done did not correct the issue. The ins was too close to the surface and had migrated up higher to the waist level. There was no fall or trauma related to this issue. The ins site was uncomfortable; there was burning sensation at the ins site and hip area and the shocking when sitting or lying down was intended. The patient had to turn the ins off when driving because she was shocked while driving. This was considered a sudden change in therapy/ symptoms. Further information indicated that sometimes, she felt shocking pain.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that after her revision, she was having burning sensation where the implantable neurostimulator (ins) was again. The patient felt like it stabbed her or was hitting her at a nerve. The patient used the word shocking to describe the sensation at the implant site. She moved her leg on (B)(6) 2015 and she felt a shooting pain up her back which was very painful. It was noted that the ins site was swollen. It was noted that the burning/ shocking sensation came and went. The stimulation sensation was noted to be comfortable. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up is being conducted to obtain information pertinent to the event. If additional information is received, a follow up report will be sent.